Event description:
The base of the catheter came apart, exposing the internal circuit. This was an out-of-the-box failre. No warning messages occurred on the carto system. The catheter was replaced and removed without incident.